Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed, and the station entered disconnected mode with a critical override. A technical support specialist (tss) spoke with the customer to identify the issue and assisted with troubleshooting, including checking power and rear connections. The customer chose to postpone further action and have it review the unit, with plans to follow up. Later, tss confirmed the issue was resolved by another technician. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed, station was in disconnected mode and in critical override. The user was unable to recover the storage spaces and already rebooted the station 5 times, but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.